Event description:
Information received indicates the trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician found the reverse trendelenburg button was not working on the control panel. The account replaced the control panel assembly to repair the bed.